Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer encountered an error 319 on the system. The customer rebooted the system but the issue persisted. The technical service engineer (tse) viewed the system logs and found an error 319 on the endoscope controller (ec). The ste had the customer had power cycle the system and reseat the fiber cables on the ec and video processor but the issue remained. The procedure was converted to laparoscopic with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the endoscope controller (ec). The system was verified and ready for use. The unit was analyzed and no issues were found related to the reported event. The ec was installed into the golden system where the system functioned as expected. Then the golden system was set to run video test, 10 power cycles and sitting idle for one hour. Once testing was completed no errors relate to the original complaint were found.